Event description:
The customer reported this right atrial lead displayed decreasing impedance measurements. It was noted at implant, the impedance measurements were 650 ohms and now have decreased to 170 ohms. This lead was surgically abandoned (capped) and a new lead was successfully implanted. To date, no adverse pt effects were reported. The lead was actively implanted for approx 12 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.